Event description:
The pt underwent an oats procedure in 2007 and the donor area was filled with a trufit bgs plug. Following the initial procedure a second procedure was performed to remove the trufit bgs plug from the donor site. The trufit bgs plug that was removed was sent for histological analysis. The reason for the revision procedure is unk.

Manufacturer narrative:
Method - histology slides prepared.